Event description:
The complainant is the family member of a diabetic. The complainant indicates that their family member had almost gone into a coma because of a low blood sugar. The complainant states that their family member did a blood sugar on the elite xl system and received a result of 136 mg/dl. A short time later the paramedics did a blood glucose (method unknown) and received a result of 40 mg/dl. The family member was taken to the hospital where an IV was administered to elevate their blood glucose. While on the phone an attempt was made to further evaluate this event. However, the customer did not have the system with them. A request was made to return the entire system for evaluation.